Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis subsequent to peritoneal dialysis (pd) therapy. The cause of peritonitis was related to a change in caretakers . The patient was not hospitalized for the event. On the same day, the patient began treatment for peritonitis with injections of targocit 4000 mg intraperitoneally (ip) continuing in each bag, netmycin 50 mg intravenously (IV) continuing, and fluconoz 200mg ip in each bag. The patient?s physician suggested that the catheter be removed however the patient was not ready to get the catheter removed. Outcome of peritonitis was unknown. Pd therapy was ongoing. No additional information is available.